Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, documentation, and manufacturing instructions, and a functional test were conducted during the investigation. A leak test was performed, both with hemostats on the catheter, as well as without hemostats on the catheter. No leak was observed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that an ultrathane mac-loc locking loop biliary drainage catheter was implanted on an unspecified date for biliary drainage. The device began to leak at the junction of the hub and catheter at an unspecified time following implantation. The conditions and circumstances surrounding the event are not known. The device was explanted in its entirety and a new biliary drainage catheter was implanted. No further patient or event information was provided.